Event description:
It was reported that the procedure was to treat a moderately calcified lesion in an unspecified artery. The 4.5x8mm nc trek rx balloon dilatation catheter (bdc) was inflated once and failed to deflate with multiple attempts. The device was prepared (air aspiration) outside the anatomy prior to use. There was no difficulty removing the stylet or protective sheath. The contrast mix was 10% contrast and 90% saline. A guideliner was advanced to push over and removed the balloon that was still somewhat inflated. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the contrast mix used in the procedure was 90% saline/10% contrast. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU), materials required section, specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported unexpected medical intervention appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.